Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump experienced physical damage when it was dropped, resulting in the device separating into two pieces consistent with screen bezel separation and enclosure damage. Symptoms included no adverse clinical effects, and blood glucose remained unaffected with continued use of backup therapy. Outcomes included device replacement and user education on data sync, shutdown, and return procedures. Investigation included customer interview, photo review, and assessment of device history and logistics. Investigation of this device revealed external mechanical impact consistent with user handling as the precipitating factor, with no evidence of functional malfunction of internal components. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to impact.